Event description:
It was reported patient was experiencing pain at her midline incision site. Imaging results indicated that the spinal cord stimulator (scs) paddle lead had migrated out of the epidural space. The patient underwent a paddle lead repositioning procedure. The paddle lead is now positioned within the epidural space, secured with additional sutures. The patient was doing well postoperatively. Nothing was removed or added.